Event description:
A 28 mm diameter x 16 m diameter x 16.5 cm length aneurx bifurcated stent graft was inserted for use in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 25 mm and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. It was reported that the pt's iliac arteries were very tortuous and tight at 8 mm in diameter with a tight aortic bifurcation. The pt has a history of coronary artery disease, obesity, and hypertension. It was reported that access was difficult and a sheath was not used during insertion of the device. After two stent rings were deployed, there was some resistance reported on the deployment handle. It was reported that a kink in the delivery catheter was noted, making deployment of the stent graft impossile. It was reported that the quick disconnect had come undone, and had to be reconnected. The delivery catheter was cut, and a 22 french sheath was used to recover the device, which was then removed from the pt. It was also reported that a kink on the luderquist wire might have caused the deployment difficulty. Final angiography revealed no damage to the aneurysm. Another device was not available; therefore, the procedure was aborted and rescheduled for the following day. The next day, another device of the same size was successfully implanted. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. Documentation from the user facility states that the device is available for evaluation; however, it has not been received by medtronic ave.